Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The reported event of damage to the system controller was not able to be confirmed. Log file data from the event date of (B)(6) 2025 was reviewed. Beginning at 11:03:12, atypical, intermittent power cable disconnect and low voltage alarms were noted due to the relative state of charge (rsoc) voltage on the black power cable intermittently fluctuating below the alarm thresholds. The power cable disconnect and low voltage alarms did not prevent the controller from supporting the system. No other notable events occurred in the data reviewed. Provided information indicated that the system controller would be exchanged. The controller did not return for analysis, and no photos were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported events was unable to be determined via this analysis. The device history records were reviewed and showed no deviation from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The reported event of damage to the system controller was not able to be confirmed. Log file data from the event date of 07jan2025 was reviewed. Beginning at 11:03:12, atypical, intermittent power cable disconnect and low voltage alarms were noted due to the relative state of charge (rsoc) voltage on the black power cable intermittently fluctuating below the alarm thresholds. The power cable disconnect and low voltage alarms did not prevent the controller from supporting the system. No other notable events occurred in the data reviewed. Provided information indicated that the system controller would be exchanged. The controller did not return for analysis, and no photos were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported events was unable to be determined via this analysis. The device history records were reviewed and showed no deviation from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's backup system controller was exchanged due to "safety hazards" and there were plans to exchange the patient's primary system controller and modular cable.